Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and reported an extrusion of the internal device. The device was explanted on (B)(6), 2011. There are plans to reimplant the patient with another device but this has not occurred as of the date of this report, (B)(6), 2011.